Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history record (DHR) review for the instrument in question was reviewed and found completely without any irregularities. The returned instrument was evaluated and it was found that the back of the drive rod is broken off that connects to the handle and that the instrument will not function properly thus validating the complaint. We are unable to determine what caused the alleged defect, but mis-handling at the end user's location is suspected. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and/or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. No corrective action required at this time. Conclusion: no conclusion code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
Alleged event: during bile surgery something in the handle of the applier broke. A clip fell into the patient's body and it was removed. The patient's condition was reported as fine.

Event description:
Alleged event: during bile surgery something in the handle of the applier broke. A clip fell into the patient's body and it was removed. The patient's condition was reported as fine.